Manufacturer narrative:
Vyaire file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. Customer reported alarm 389 - "no o2 dosing possible". Log evaluation shows alarm 271 and alarm 388 intermittently but from 16/11/2017 alarm 389 and alarm 271 starts to trigger from almost every start up. Gas path test shows that the regulator output is same as the supplied pressure. O2 safet valve is also leaking (attached screen shot) and that could be the reason of alarm 389.

Event description:
The customer reported that the bellavista 1000 experienced alarm 389 - "no o2 dosing possible". As of this time, it was not confirmed if there was patient involvement associated with this reported event.